Event description:
Customer reported intermittent latron failures when using the coulter lh 780 hematology analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced the blood sampling valve (bsv) to resolve the issue. (B)(4).